Event description:
It was reported that the patient presented to the emergency room with discomfort due to multiple inappropriate shocks. The right ventricular (rv) lead was fractured. Programming changes were made. The patient was stable.